Event description:
It was reported that during a da vinci-assisted left lobectomy surgical procedure, the maryland bipolar forceps released the steel cables. The maryland bipolar forceps was replaced with no damage to the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.